Event description:
It was reported that doing primary omega side hip when inserting the lag screw. The piece of the lag screw that fits into screwdriver bent. Surgeon could not get plate over, he used a burr to burr the screw and fit the plate over. The lag screw inserter was also broke during this procedure.

Manufacturer narrative:
Evaluation summary: the reported event that lag screw adapter omega breakage could be confirmed. Based on investigation, the root cause of the determined was attributed to a user related issue. The breakage was caused by insufficient assembly. The sleeve taps were subject to a shearing action. The shearing action is attributed to suboptimal assembling of the sleeve. The tracks on the inside diameter are from the thread. These tracks indicate that the thread was pressed to the interior of the sleeve. The inside pin broke between the 4th and 5th thread turn. The breakage is a forced breakage. The inside pin was bent by an axial statically resting load in the radial direction. Due to the load, the elastic limit was exceeded. The plastic lattice deformation spread from the dark fracture surface. By exceeding the elastic limit, the resulting micro cracks grew into macro cracks and led to the rupture of the thread. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
It was reported that doing primary omega side hip when inserting the lag screw. The piece of the lag screw that fits into screwdriver bent. Surgeon could not get plate over, he used a burr to burr the screw and fit the plate over. The lag screw inserter was also broke during this procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.